Event description:
The patient experienced a loss of therapeutic effect right after she turned the device back on after knee surgery. Additional information was requested.

Manufacturer narrative:
(B)(4)